Event description:
It was observed during the device evaluation, the cysto-nephro videoscope exhibited a detached bending section. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation and historical data through the product technical investigation (pti) process, possible causes such as damaged or deterioration of parts due to wear and tear, and stress, without any design or manufacturing issues. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information reported by customer.

Manufacturer narrative:
This supplemental report is being submitted to provide corrected verbiage reported in h11 of previous emdr. Corrected verbiage: based on "historical data", possible causes include.